Manufacturer narrative:
Analysis of neurostimulator model 37712 serial (B)(4) showed no significant anomalies and was functionally okay. Good, stable output was seen on the electrode pairs the ins had when received for analysis. No coupling or recharging issues were observed. Analysis of the returned wrench accessory showed no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3550-29, lot# n291426, implanted: (B)(6) 2012, product type: accessory; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-39, lot# n321337, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working properly after direct trauma and was replaced. Diagnostics included impedance testing (results not reported). There were no reported complications or symptoms that were associated with the event issue. Following the replacement procedure, the patient was reported as doing well and receiving therapy. If additional information is received, a follow-up report will be sent.